Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed "low pip" and " xdcr fault ". There was no information regarding if this ventilator was on a patient when the problem occurred.